Event description:
Last week, the customer got a reading of 405 mg/dl, tested again within 10 minutes, and got a reading around 130 mg/dl. Two weeks ago, he got a reading in the 300¿s mg/dl and tested again within 10 minutes and got a reading of 130 mg/dl. No adverse event reported, meter and strips replaced and requested for return.